Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 32 mg/dl. Customer also stated that the insulin pump was not beeping. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised to revert to back up plan. The device will not be returned for analysis.